Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 5f sheath after a transarterial chemoembolization (tace) procedure. Reportedly, the sutures of the proglide devices did not deploy. Manual arterial compression was applied to achieve hemostasis. The patient developed a hematoma. It was not reported how the hematoma was treated. Due to the hematoma, there was a clinically significant delay in treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy suture was confirmed based on the condition of the returned device. The investigation determined the reported difficulties appear to be related to incomplete plunger deployment and the subsequent treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was receiving. Reportedly, no treatment was performed for the reported hematoma. There was a reported delay in the procedure due to the hematoma; however, there was no clinically significant delay in the procedure. No additional information was provided.